Event description:
It was reported that in (b(6) of 2007, the patient had their right implantable neurostimulator (ins) placed and the left ins changed out. The reporter stated the patient had multiple revisions done at outside hospitals. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2007, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient product ID: 3389-40, lot# j0216982v, implanted: (B)(6) 2002, product type: lead. (B)(4).